Event description:
The customer states that a patient result was questioned by a medical practitioner for a potentially falsely low hemoglobin result of 6.0 g/dl. A second sample from this patient yielded a hemoglobin result of 13.0 g/dl. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.